Event description:
It is reported that the device was implanted several years ago. Post-op the locking pin backed out of the tibial component. In 2005, the locking pin and poly articular surface were removed and replaced.